Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('after the salpingectomy, doctors found out that a remnant of the coil was still in her uterus. Laparoscopic procedure was performed to remove the object.'), device expulsion ('migration of essure device location of device: into uterus') and pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis and overweight. Concomitant products included norethisterone (micronor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("after the salpingectomy, doctors found out that a remnant of the coil was still in her uterus"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure, hysteroscopic removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, dysmenorrhoea, vaginal infection and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abdominal pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 168 lbs. Plaintiff received treatment for abnormal bleeding(vaginal, menorrhagia), vaginal infection, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. 1. Micro-insert locations are detailed above. 2. Free spillage of contrast into the peritoneum suggest'! Bilateral fallopian tube occlusions. Lot number: b40024, manufacturing date: 2013-06, expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received. Update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted, specify (unspecified): yes. Quality-safety evaluation of ptc: unable to confirm complaint. On -sep-2019: pfs received. Events: pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('after the salpingectomy, doctors found out that a remnant of the coil was still in her uterus. Laparoscopic procedure was performed to remove the object.'), device expulsion ('migration of essure device location of device: into uterus') and pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("after the salpingectomy, doctors found out that a remnant of the coil was still in her uterus"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure, hysteroscopic removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, dysmenorrhoea, vaginal infection and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion 1. Micro-insert locations are detailed above. 2. Free spillage of contrast into the peritoneum suggest'! Bilateral fallopian tube occlusions. Most recent follow-up information incorporated above includes: on 15-dec-2020: pfs received. Lot number was added. Events " abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal, migration of essure device location of device: into uterus, after the salpingectomy, doctors found out that a remnant of the coil was still in her uterus" were added. Outcome of events " pain and bleeding " were updated as recovered. Reporter information , medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('after the salpingectomy, doctors found out that a remnant of the coil was still in her uterus. Laparoscopic procedure was performed to remove the object.'), device expulsion ('migration of essure device location of device: into uterus') and pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("after the salpingectomy, doctors found out that a remnant of the coil was still in her uterus"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure, hysteroscopic removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, dysmenorrhoea, vaginal infection and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-dec-2013: total bilateral occlusion 1. Micro-insert locations are detailed above. 2. Free spillage of contrast into the peritoneum suggest'! Bilateral fallopian tube occlusions. Lot number: b40024, manufacturing date: 2013-06, expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.